Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for migration of the filter, perforation of filter limbs and apex, detachment of filter limbs, and difficulties removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters; movement, migration or tilt of the filter are known complications of vena cava filters; perforation or other acute or chronic damage of the ivc wall note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that sometime post vena cava filter deployment (date not provided), the filter allegedly eroded, migrated and perforated the vena cava. Reportedly, some filter limbs perforated the aorta and periaortic tissues and the apex of the filter eroded into the duodenum. Despite multiple attempts, the filter was unable to be retrieved; however, a portion of the filter was removed at a later time. A filter limb remains embedded in the l2 vertebra. No additional information surrounding this event was provided. The patient status at this time is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard g2 filter was implanted at the space of l2 and l3. Subsequently, the patient experienced back pain and abdominal pain. Approximately, three years and two months post filter deployment, computed tomography (CT) revealed the filter was tilted with struts perforated the vena cava posteriorly and laterally with one embedded in the vertebral body, a strut anterior to the aorta and strut posterior to the aorta and top of the filter perforated through the anterolateral wall of the vena cava towards the direction of the duodenum. The filter eroding beyond the caval wall into the spine, the periaortic tissues, and the duodenum. Endovascular attempt was made to extract the filter, but it was unsuccessful due to the top of the filter embedded and the absence of retrieval mechanism. Multiple attempts were made but unfortunately, the tip of the filter would not budge and angulate itself in a position suitable for capture. Eventually, the patient underwent open retrieval. The top of the filter was firmly embedded into scar tissue and the sidewall of the cava, hence sharply dissected this from the cava and extracted the remainder of the filter by forceful traction. Another free tie of the filter that had broken off and embedded in the vena cava was retrieved. Post retrieval x-ray revealed there were no filter fragments. Therefore, the investigation is confirmed for the perforation of the ivc, filter tilt, filter limb detachment, and retrieval difficulties. However, the investigation is inconclusive for filter migration. Per medical records, multiple attempts were made to engage the tip of the filter but were unsuccessful due to filter tilt and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2012),

Event description:
It was reported through the litigation process that a vena cava filter was placed in a morbidly obese patient with an increased risk for deep venous thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter eroded, tilted and embedded in the wall of the ivc, detached, migrated, and filter strut(s) perforated into organs. The device was removed via an open abdominal procedure and the detached limb(s) were removed via an open chest procedure, after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experiences back pain; however, the current status of the patient is unknown.

Event description:
It was reported that sometime post vena cava filter deployment (date not provided), the filter allegedly eroded, migrated and perforated the vena cava. Reportedly, some filter limbs perforated the aorta and periaortic tissues and the apex of the filter eroded into the duodenum. Despite multiple attempts, the filter was unable to be retrieved; however, a portion of the filter was removed at a later time. A filter limb remains embedded in the l2 vertebra. No additional information surrounding this event was provided. The patient status at this time is unknown. It was reported through the litigation process that a vena cava filter was placed in a morbidly obese patient with an increased risk for deep venous thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc, detached, migrated, and filter strut(s) perforated into organs. The device was removed via an open abdominal procedure and the detached limb(s) were removed via an open chest procedure, after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experiences back pain; however, the current status of the patient is unknown.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The patient with morbid obesity and increased risk for deep venous thrombosis/pulmonary embolis had a vena cava filter deployed via the right femoral vein and placed at approximately l2-l3 interspace, below the renal veins. The patient tolerated the procedure well with no immediate complications and was taken to the recovery room in stable condition. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for migration of the filter, perforation of filter limbs and apex, detachment of filter limbs, filter tilt and difficulties removing the filter as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2012), (manufacturing date: 11/2009). (B)(4).